Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 55 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 5 mm, proximal diameter of non-aneurysm aortic neck was 36 mm, distal diameter of non-aneurysmal aortic neck was 40 mm. Degree of circumferential thrombus and / or calcification was 32%. It was reported that a recent CT with contrast distal stent graft migration of 10 mm was noted. There was dilatation of the landing zone and the suprarenal aorta. There was no endoleak noted and no intervention was performed. No clinical sequelae were reported and the patient is fine.

Event description:
Review of cta's from 4 years post-implant revealed that the bifurcate was positioned approximately 2cm below the lowest right renal artery. The aortic body was essentially straight; however the limbs were acutely angulated 80 degrees at the flow divider. At the level of the right renal, the aortic neck diameter was approximately 49mm and contained thrombus (3cm flow lumen diameter). The proximal stent graft od was 37mm; the aortic body contained substantial thrombus. Although there was no proximal seal, no endoleak was seen however it is uncertain if the aaa may still be pressurized via the thrombus. The maximum diameter aaa was 5cm; measured at the suprarenal aorta. The ipsilateral limb was placed into the right common iliac and the contra limb into the left common iliac. The limbs were patent. Earlier follow-up images were not provided. The location of bifurcate at implant is unknown. The exact cause of the migration is unknown; however, it is likely that implanting within a short and large diameter proximal neck (no oversizing/off label) contributed. Disease progression may have also contributed.

Event description:
Additional information was received as follows: it was reported there was a type ia endoleak which was due to the distal migration, due to fracture of the proximal bare stent which was visible in a recent x-ray. The investigator assessed the stent graft migration as related to the device and not related to the procedure.

Manufacturer narrative:
Review of cta¿s 14 months post-implant revealed that the endurant bifurcate was positioned approximately 5mm below the lowest right renal artery, within the aneurysmal neck. The proximal stent graft od measured 34 x 38mm, and the aortic diameter at that same level was 40 x 44mm. The aortic body was straight, and was angulated 45 deg a-p to the limbs significant thrombus (approx 25% of the lumen) was visible within the length bifurcate aortic body. The ipsi limb was positioned within the distal right common iliac artery, and the contra limb was placed down into the left common iliac. The limbs were patent. Near the level of the flow divider, the max diameter aaa measured 4.5cm. No endoleak or any stent graft issues were seen. Review of cta¿s 5 years post-implant revealed that the bifurcate was 2.0 ¿ 2.5cm below the right renal artery. One of the suprarenal stents was seen fractured. The neck diameter at the level of the right renal artery is 55 x 57mm, and contains significant thrombus. The proximal stent graft od measured 38mm and the aortic diameter at that level measured 51mm. Thrombus is seen within the aortic body down to the level of the flow divider; the limbs were patent. The aaa diameter at the level of the flow divider measured 54mm, and there is a proximal type I endoleak. The reported suprarenal stent fracture was confirmed at the 5 year follow-up; however, the exact cause of the fracture could not be determined. The exact cause of the migration leading to the proximal type I endoleak is unknown. However, it appears likely that implanting within a short and large diameter proximal neck, and continued disease progression contributed to the migration. It is also possible that the dilated proximal neck, with lack of fabric fixation to the aortic neck, may have contributed to the suprarenal stent fracture due to high loading forces on the suprarenal stents. The fracture may have also contributed to the stent graft migration. The cause of the thrombus seen within the bifurcate aortic body could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with a 5 mm length aortic neck).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: maximum diameter of the aneurysmal sac is 5.5 cm at the level of the of the right renal artery. The width of the true lumen at this level is 3 cm and the thickness of the clot of the wall is 2.3 cm. Inside the stent graft and at a level located 2 cm below the upper edge of the stent graft, a clot with a thickness of 1.5 cm is detected. The width of the aneurysmal sac at the level of the bifurcation of the common iliac arteries is 4.8 cm. The large blood vessels emerging from the abdominal aorta display a normal outline.